Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent esc and down button response due to moisture damage on the keypad traces. The pump passed the rewind, basic occlusion and displacement tests. The pump was received with error alarms during the prime test due to a faulty force sensor. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer also reported that she received a button error alarm. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that her blood glucose declined around 20 mg/dl and reached as high as 437 mg/dl. The customer stated that the low blood glucose was due to change of settings. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.